Event description:
Boston scientific was notified that during an event when the gdc 10-2d 2-diameter synerg detection circuit was advanced through the microcatheter, the physician began to feel friction and was unable to advance half of the main coil into the aneurysm. The other half broke off in the microcatheter. The physician removed the microcatheter with the broken piece still inside. The procedure was finished successfully.